Event description:
Customer reported one sars-cov-2 tma run, wl 001407-20200601-05, using assay lot 273163 on panther instrument sn (B)(4) which had a discrepant sample. The sample was run three times, resulting negative twice and positive once. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and confirmed all other negatives in the run appeared consistent, and controls were good. The sample was likely low-target or mishandled, but pas could not confirm if it was due to contamination or the sample itself. The sample aspiration curves for this sample on all three aliquots were slightly abnormal, indicating the samples were possibly viscous. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.